Manufacturer narrative:
Date of explantation: (B)(6) 2021. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 375cc mentor siltex round moderate profile saline breast prostheses, suffered spontaneous left breast implant deflation, post-procedure. The deflation was diagnosed via physical examination. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2021.

Manufacturer narrative:
On (B)(6), 2021, the mentor failure analysis lab received the device for evaluation. Mentor also received additional information indicating that the patient has undergone bilateral replacement with the following devices: (left) 325cc mentor smooth round moderate plus profile saline catalog: 3502325 lot: 9522141 sn: (B)(6) and (right) 325cc mentor smooth round moderate plus profile saline catalog: 3502325 lot: 9529386 sn: (B)(6). On (B)(6), 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 375cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking, measuring approximately 0.4 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. A second product was received 187471 lot number. No adverse events were reported for this concomitant (contralateral) device, therefore no further analysis is required. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).